Event description:
Additional information received on (B)(6)2023 via email and attached to complaint object: customer responded that the failure occurred during a pre-use check and no patient involvement was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: no UDI number. Operator of device: correction: operator of the device: unknown.

Event description:
It was reported the device was leaking. No patient injury was reported.

Manufacturer narrative:
Other text: one device was returned for investigation. Upon visual inspection a cracked tank cover, faded line cord, worn line cord and worn front cover were noted. An outdated printed circuit board (pcb) and power switch were also found. Tank was filled with water, attached temp check, plugged in line cord, and turned on the power switch to perform functional tests. The device leaked from the cracks in the bottom corners of the tank cover confirming the customer's complaint. The cause of the leak was noted to be overtightening of the tank cover screws, which caused bowing of the device. No root cause was identified. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing device history record review (DHR) was not performed because the device is beyond a year from its manufacture date of 1999 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.